Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: the harmonic ace instrument was received and failure analysis found the instrument to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.661" x 0.085" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the tip of the harmonic ace was damaged. During the procedure, specifically while dissecting, a device fragment fell inside the patient. The surgeon successfully retrieved the fragment using a laparoscopic instrument, and it was confirmed that all fragments were retrieved by comparing them with a new instrument. No additional surgical procedure was required to remove the fragment, nor were any post-operative tests performed to check for remaining fragments. The procedure was completed robotically with the assistance of a backup harmonic ace instrument. There was no report that the patient returned to the hospital due to post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.